Event description:
Patient underwent a bilateral mastectomy on (B)(6) 2010 with bilateral, two stage breast reconstruction using veritas collagen matrix. The tissue expanders were exchanged on (B)(6) 2011. The patient developed a seroma in the left breast which was treated by aspiration in the clinic. The patient had one drain placed in each breast beneath the skin for a duration of 13 days and she received oral antibiotics post-operatively.

Manufacturer narrative:
No product was returned for evaluation. The lot number is unknown, so it was not possible to review the device history record.